Event description:
It was reported that the right ventricular lead exhibited undersensing and failure to capture. A chest x-ray was performed, and it was discovered that the lead dislodged. The lead was successfully repositioned. The patient was in stable condition.